Manufacturer narrative:
The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Reference meter with masterlot strips: test 1: 2.0 inr test 2: 2.6 inr customer meter with returned strips: test 1: 1.9 inr test 2: 2.6 inr all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." E3 - occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek inrange meter serial number (B)(6). Using a doctor's coaguchek meter, the result was 1.7 inr. The reporter stated that the finger was pressed or squeezed in the doctor's office. At 9:40, the result from the customer's meter was 2.2 inr. At 9:45, the result from the customer's meter was 2.3 inr. There were 30 minutes between the measurements. The therapeutic range was 2.0-3.0 inr.

Manufacturer narrative:
G4 PMA / 510k (premarket numbers) was updated.